Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to moisture damage on lcd board. Moisture damage found on motor also. Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip, belt clip slot, cracked reservoir tube, minor scratched and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and damaged. Customer's blood glucose at time of incident was unknown. Customer stated that the pump was bumped. Customer also stated that there is crack on the top of the reservoir compartment. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.